Event description:
It was reported that when they went to burr the distal femur during a cori tka procedure, they burred for a few seconds and received a disconnect error (case-(B)(4)). After hitting continue accidently, they received a bad console error (case-(B)(4)). They opened a new handpiece and progressed with the case. When they went to cut the tibia they got the tibia bone model error (case-(B)(4)). They attempted to remove a few points and continue unsuccessfully. They re-mapped and continued with a delay of fewer than 30 minutes. There was no impact on the patient, and it did not affect the outcome. No other complications were reported.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. Because of the "robotic drill cable disconnected" error prior to the "system console is bad" error message, as well as the "system console is bad" error message occurring in the burloading workflow, it is likely that this reported complaint is an occurrence of a known software bug. This error is confirmed to be a software issue that has been corrected in the release of cori-v1.4.3 software. However, the logs necessary to confirm whether this error is an occurrence of a known software bug were not provided. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The tibia bone model generation error is a known software bug and was confirmed in the log file review. This error is confirmed to be a software issue that has been corrected in the release of cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.